Event description:
A user facility returned the olympus, model clv-180, evis exera ii xenon light source to olympus for processing with no problem reported. Upon inspection and testing of the returned device, it was noted that fuse inlet was burnt. This report is submitted due to the malfunction of burnt fuse inlet. As this was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a charred fuse component on the ac inlet of the power supply, indicative of a bad power supply. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the investigation results, the specific root cause of the burnt fuse inlet could not be determined at this time. Olympus will continue to monitor field performance for this device.